Event description:
While impacting the 32mm liner the impactor head cracked.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection confirmed the complaint that the plastic on the liner impactor head as cracked. Plastics are vulnerable to brittle fractures due to over loading. A crack may have initiated during use or due to autoclaving. At this time, we have no reason to suspect that the product failed to meet any product specifications. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for the associated batch. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.